Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage and grinding noise from a damaged coupler. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction and leakage was due to small cut on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had dark image. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.